Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6) 120-65-30 - bone screw 6.5mm dia x 30mm long. (B)(6) 142-36-00 - cocr fem head 36mm +0 offset 12/14. (B)(6) 160-21-10 - p-fit spline plas ex-off sz 10. (B)(6) 180-01-52 - nv crown cup clstr hole 52mm group 2.

Event description:
It was reported that this 67 y/o female patient's right hip was revised approximately 14 years 3 months post op. Liner wore out. Femoral head was exchanged for an exactech biolox option 36mm head w/ +3.5mm adapter but a competitors liner was implanted and cemented to our cup. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: hospital policy.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.